Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the subject device was not returned and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer consulted the field service manager at olympus. The customer was advised of the proper cleaning sterilization and disinfection (cds) processes for the model 180 scope and was also advised to further reference the reprocessing manual. The manager recommended performing the provided reprocessing steps and to retest the device. No further information has been provided regarding the resolution of this reported issue. As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported to olympus, the evis exera ii small intestinal videoscope tested positive for unspecified microbial contamination. The issue was found while performing a disinfection control sample during reprocessing of the scope. The scope was then cleaned again, and a new sample was collected yielding the same contaminated results. There was no patient/user harm or injury reported due to the event.